Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the set flushed without blockage. The set was placed on a pump and ran without issue. Medex is unable to confirm this issue or to determine the cause. Medex will continue to work with this hospital to resolve this issue. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the set was placed on the pt on 3/5/97 to infuse maintenance fluids. On 3/7/97, it was not infusing.